Event description:
It was reported that a spectrum infusion pump alarmed system error 345 (thermistor disparity) occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "error 345" was not reproduced. Evaluation found the upstream and downstream thermistor within specification. A review of the event history log revealed system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition could not be determined; however, the ultrasonic sensor will be replaced per service procedure. Should additional relevant information become available, a supplemental report will be submitted.